Event description:
It was reported that there was flipped pump that was confirmed. They were unable to refill the pump so the physician manually flipped the pump in the office. The manufacture representative called from procedure where the healthcare provider (hcp)was going to reposition the pump from the abdomen to the back. There were no symptoms reported. It was unknown what the pump system was delivering. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer. Patient history included non-malignant pain, chronic low back pain, and spinal pain. The patient stated that the pump was in her belly and it rolled so they had to move it to her back. It was indicated that the pump was moved in (B)(6) 2015. Patient outcome was not provided.